Event description:
It was reported that the patient had walking difficulty, immobility, loss of balance, and being unable to get out of bed, and that the patient fell and the leads migrated. It was further reported that a device revision was performed in which the leads and neurostimulator were replaced with a new system. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: Product Id: 977A260, Serial/Lot #: (b)(6), UBD: 27-APR-2025, UDI#: (b)(4). Product Id: 9 77A260, Serial/Lot #: (b)(6), UBD: 27-APR-2025, UDI#: (b)(4). Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.